Event description:
Consumer called to report comparing her meter readings with a lab result. Analysis run on concensus error grid using lab reading (48) as reference point vs. Bd readings (89) yielded some data points in the c range of the grid, outside acceptable limits.